Event description:
According to the rptr, during an elastic nail procedure, it was noted that the spring in the handle of the locking pliers (359.204) was broken off and missing. Surgeon was able to use the pliers during the procedure. Procedure was completed with no harm to pt.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record indicates there were no anomalies which could have caused or contributed to this complaint. The visual eval noted the spring was broken. The investigation determined that the spring was broken. The investigation determined that the spring broke due to corrosion tension crack. The instrument met print specification.